Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download. Problem isolated to electronic assembly. Force sensor zero offset measured within specific range. Analysis identified product did not meet specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. Customer's blood glucose value was 253mg/dl. Customer treated the high blood glucose value with syringes and could not troubleshoot. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.